Event description:
It was reported by the sales rep that, "he was observing a surgical procedure and during the procedure he noted that the surgeon appeared to have problems with the ceramic blocks. The surgeon started sawing and some of the ceramic guides broke out. Broken pieces fell into the pt but were removed completely.

Manufacturer narrative:
The size of the impactor head has since been increased to account for this issue. In 2003, ecn 16467 was implemented to increase the width of the ceramic block impactor head from 0.750 +/- .005 to 0.845 +/-.005 so that during impaction, the impactor would not load the v-block and cause the ceramic rail to fracture.